Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Event description:
The hospital reported a manifold pressure sensor error preventing mechanical ventilation. There was no report of patient involvement.